Manufacturer narrative:
Please disregard this report number (9612030-2023-03762). Further information determined that an detachment of this device is not FDA reportable.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: there were three cases where the blue grip came off during use. All three of the actual products are discarded due to blood adhesion and cannot be collected.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because it was discarded due to contamination.